Event description:
Aortic neck was characterized by angulation. After implantation of the zenith three-piece modular graft, a type I proximal endoleak was observed on the right proximal portion of the main body graft. Another MFR's stent was mounted on a balloon catheter and deployed within the sealing stent of the main graft. An angiogram performed showed signs that the endoleak may have not resolved. Due to the unavailability of an appropriately sized stent to ensure a seal of the aneurysm, the procedure was concluded. Pt to be monitored for endoleak status at a later date.